Manufacturer narrative:
No serious injury occurred and no known impact or consequence to the doctor involved. However, nidek incorporated considers this issue a reportable event as the device had malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur. Nidek inc. Is aware of this issue and corrective action has been implemented under recall z-1245-2016. Nidek hired a third party ((B)(4)) to perform the correction as per z-1245-2016.

Event description:
On august 18, 2017, nidek inc. Distributor sales manager received an email from the director of customer care from (B)(6) that a customer (whom is a doctor) was upset that the near point chart rod on their rt-5100 fell several times and had hit him on the head on multiple occasions. The doctor has requested a service repair. The complainant had confirmed that no bruise or no serious injury occurred, and thereby, medical treatment/intervention was unnecessary.